Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Troubleshooting with tandem technical support was performed, and the touchscreen was functioning. Troubleshooting determined customer was unable to press the "1" to go to "2" button. Customer's blood glucose level was not impacted. Reportedly, the customer will continue to use the pump until the replacement arrives.